Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) 2017 and was in rehab for 6 weeks and didn't use their stimulator. They now had stimulation on and it felt fine. The patient was advised to inform their healthcare provider about the fall. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired on if it is possible for their ins to break during their previous fall. The patient also stated that they feel like the device is broken and they stopped using it. They noted that they had back surgery, unrelated to their device/therapy, and are thinking about getting the device explanted. The patient mentioned that they have pain at their implant site. They noticed this pain the day prior to the report but stated that they have had this before as well. The patient was redirected to follow-up with their healthcare provider to have their device checked. No further complications were reported or anticipated.